Event description:
Additional information was received as follows: in addition to the endurant stent grafts there were two aneurx iliac stent grafts that were implanted five months after the endurant stent grafts for an unknown reason. It was reported that all the stent grafts were explanted due to infection. The cause of the infection is unknown. The explanted stent graft was discarded.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of bilateral iliac aneurysms. Aneurysm and vessel morphology were unremarkable. It was reported that the patient presented one month post index procedure with a right cold leg, claudication and leg pain. Upon evaluation it was found that there was a clot in his popliteal artery that was causing the leg pain. The decision was made to treat the patient with lysis therapy and the patient was put on coumadin. No secondary surgical procedure was done. It is unknown where the clot originated. It was reported that three days later a thrombectomy was done to remove the clot. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (emboli), patient's condition affected effectiveness of device (loose clot thrombus); conclusion: device failure/lack of effectiveness related to patient condition (loose clot thrombus).

Manufacturer narrative:
(B)(4).